Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for the reported problem of intermittent system failure on start up. The fse was unable to duplicate the problem on the initial visit. However, the fse returned after a repeated failure and found code# 61 (system shutdown) in fault log, "low vacuum" and "system failure" entries in alarm log and "electrical test fails code #53." The iabp unit would not initiate performance test. To address the issue, the fse replaced the drive assembly, calibrated as necessary, and verified proper boot-up and function. All functional, pneumatic and electrical safety tests were performed. The iabp unit passed all tests and was cleared for clinical use. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed electrical test failure code # 53, intermittently, along with maintenance code # 3 messages. The customer also reported autofill failures. There was no patient involvement, and no adverse event was reported.